Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an u420024rx pta balloon dilatation catheter allegedly experienced a detachment. This information was received from one source. The detachment involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.